Event description:
It was reported that during an unknown procedure, the device would not staple but cut. The procedure was completed by manual sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with two reloads present. Reloads b ((B)(4) ) and c ((B)(4) ) were received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that the (B)(4) does not have a knife; thus the instrument does not cut. In addition, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
An adc customer reported that due to using fs classic strips with their fs lite meter, they received erratic readings and experienced an injury. The customer specifically reported that due to the readings issue she was detained by police officers and held until her husband picked her up as the officers "thought" she "was drunk because (her) glucose was low." During the call with customer service, the customer became frustrated and refused to answer any additional questions and disconnected the call. No loss of consciousness or seizure was reported. The date/time of the medical event and product issue was not reported and no specific readings were provided by the customer. Attempts have been made to contact the customer to complete the surveys and acquire the missing information. A successful field exchange for the correct test strips was provided for the customer. There was no report of death or permanent impairment associated with this case.